Manufacturer narrative:
On 16-sep-2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6)-2021, the product investigation was completed. Summary: it was reported that an unknown patient underwent a supraventricular tachycardia (svt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. There was a force high reading and an outer coating on the tip of the catheter that seemed to be peeling off. After some mapping had been completed in the right atrium, the carto 3 system displayed high force readings for the ablation catheter. The caller reported that the force would fluctuate from around 45-50g of force, and then display as "hi" intermittently. The caller noted that 45-50g was the force cut-off setting. The catheter was re-zeroed, without resolution. The catheter was removed from the body, and the physician then noticed there was an outer coating on the tip of the catheter that seemed to be peeling off. The catheter was replaced and the issue resolved. The procedure continued. No difficultly maneuvering or during withdrawal. No internal components/wires exposed. No patient consequences were reported. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi then conducted visual inspection and force sensor evaluation of the returned device. Visual analysis of the returned sample revealed foreign material around the pebax on the smart touch bidirectional sf. Force sensor test and magnetic sensor functionality was performed, in accordance with bwi procedures and no errors appeared; however, high force was displayed after zeroing multiple times; the failure could be related to an internal pc board issue. A fourier transform infrared spectroscopy test (ftir) was performed and the results revealed that foreign material found attached to pebax is primarily composed of a biological-based material, presumably a human tissue. A manufacturing record evaluation was performed for the finished device 30547063m number, and no internal action was found during the review. It should be noted that product failure is multifactorial. The instructions for use contain the following recommendations: to ensure accurate force readings, verify that the force reading is near zero when the catheter is not in contact with tissue. If the force reading is not near zero when the catheter is not in contact with tissue, perform zeroing. If the force problem persists, replace the catheter cable or the catheter. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Event description:
It was reported that an unknown patient underwent a supraventricular tachycardia (svt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. There was a force high reading and an outer coating on the tip of the catheter that seemed to be peeling off. After some mapping had been completed in the right atrium, the carto 3 system displayed high force readings for the ablation catheter. The caller reported that the force would fluctuate from around 45-50g of force, and then display as "hi" intermittently. The caller noted that 45-50g was the force cut-off setting. The catheter was re-zeroed, without resolution. The catheter was removed from the body, and the physician then noticed there was an outer coating on the tip of the catheter that seemed to be peeling off. The catheter was replaced and the issue resolved. The procedure continued. No difficultly maneuvering or during withdrawal. No internal components/wires exposed. No patient consequences were reported. The force issue is not MDR-reportable. The foreign material on the usable length of the catheter is MDR-reportable.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).